Manufacturer narrative:
The received device was evaluated and the cannula assembly was fully deployed. The exposed soft cannula was found to be flattened near the distal tip. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery.

Event description:
It was reported that the patient's blood glucose level reached 411 mg/dl, while wearing the pod between 36 and 48 hours on the hip/buttocks. Hyperglycemia treated by administering a pen injection.